Event description:
Caller reported aviva system blood glucose results of 400 mg/dl and 100 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 300 mg/dl and 89 mg/dl within 10 minutes. No adverse event reported. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. (B)(4): strips not available for return.